Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 339 mg/dl. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer stated the insulin pump did had crack. Customer stated insulin pump displayed critical error message on the screen. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm during testings and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.